Manufacturer narrative:
Covidien reference number: (B)(4). Technical support engineer troubleshot this issue with the customer over the phone and suggested the touchframe printed circuit board be replaced.

Event description:
It was reported that the ventilator generated a touch screen blocked error. There was no patient connected to the device.